Event description:
Information was received indicating that a patient was sent to intensive care while hospitalized. Reporter indicated it was unknown if the pump malfunctioned or if a nurse bolused the patient with remodulin. Per reporter the hospital pumps were replaced as a precaution. Patient being treated for pulmonary arterial hypertension. Dose: 30 ng/kg/min, continuously via intravenous therapy reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).